Manufacturer narrative:
We were not able to perform a complete investigation as no product number, lot number or sample was provided. Per the article, the experience of collecting data with the pda should act as an encouragement to employ this type of device for research and/or patient care and management.

Event description:
Received an article titled "evaluation of pain and disability in plug repair with the aid of a personal digital assistant. Hernia". The article illustrated the method of real-time data collection using a hand-held personal digital assistant (pda) in the operating suite, hospital, and office. Adverse events with the atrium mesh included: pain, hematoma, cord swelling and nerve entrapment.